Event description:
Customer's mother reported via phone call that her son experienced low blood glucose level. Customer's blood glucose value was 63 mg/dl at the time of the incident. The customer was assisted with troubleshooting for low blood glucose. The customer was treated with juice and soup. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The auto mode was active at the time of the incident. The customer was admitted into hospital as a result of low blood glucose. Customer did not allege insulin pump was over delivering. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.